Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, guidewire, carrier tube, and packaging. The device was visually inspected and appeared to have been in unused condition with minor signs of blood. The components were also found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6) 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Manufacturer narrative:
A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6fr angio-seal device could not be deployed. The device did not click to confirm proper assembly between the arteriotomy locator and the angio-seal device. There was no adverse patient affect reported.